Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a false low result for 1 patient sample tested for elecsys probnp ii immunoassay (probnp ii) on a cobas e 411 immunoassay analyzer. The initial probnp ii result was 7.27 pg/ml. The sample was repeated twice with results of 2180 pg/ml and 2080 pg/ml. The low result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The probnp ii reagent lot number was 302724 with an expiration date of jun-2019.

Manufacturer narrative:
No issues were identified during a review of the alarm trace or calibration data. The investigation was unable to determine a definitive root cause.